Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended and retracted. Turns to extend and retract helix was within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead helix was not able to extend without an excessive number of turns. The lead was not used and another lead was used to complete the procedure. The lead remains in use. No patient complications have been reported as a result of this event.